Event description:
The customer initially called to report sensor errors. The customer then mentioned that she was hospitalized due to diabetic ketoacidosis. The customer stated that it may have been due to the infusion set. The customer stated that she was bolusing without first checking her blood glucose levels. The customer has not had any problems since the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.